Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 15x2.5mm, eccentric, de novo target lesion with a bend of <= 45 degrees was located in the mildly tortuous and moderately calcified proximal left circumflex artery. After a non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, predilation was performed with 2.5x15 balloon catheter. Following pre-dilation, a 16 x 2.50mm rebel stent was advanced but failed to cross the lesion. After removal, the tip of the stent itself was found to be kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.